Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) timestamps were invalid, which is indicative of the pump restarting after having been stopped. A specific cause for this finding could not be conclusively determined through this evaluation. It was reported the cause of the controller reset was not identified, no. Troubleshooting was performed, and no product was exchanged. Review of the submitted lvad periodic log file confirmed that the timestamps were invalid between (B)(6) 2025. This finding is indicative of the pump restarting after having been stopped; however, a specific cause for this finding could not be conclusively determined. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms related to the lvad. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for mlp-030126 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The IFU section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including what to do in an emergency). The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the time on the system controller reset to 2000 and it was unclear why. It was noted that the date and time were set when the system controller was first used. Log files were submitted for review and captured some clusters of pulsatility index (pi) events. The log files from the system controller were reviewed and revealed the timestamps reset to corrupted values in the left ventricular assist device (lvad) periodic log files, indicating a pump stoppage.